Event description:
(B)(4). Initial report: this spontaneous case report was received from a physician via one of our sales representatives. The case involves an about (B)(6) female patient who received injections of poly-l-lactic acid (sculptra) to her cheeks and nasolabial folds for several times and later developed deep palpable but invisible indurations like a string of pearls. Precise doses, exact treatment dates and date of the event onset were not provided. The event was still ongoing at time of the report. The physician didn't provide any assessment on the causality. Additional information received on (B)(6) 2008. Assessment after ptc investigation: batch record review without hint to root cause; no faults, damages, defects detectable; conclusion: no faults detectable.